Event description:
It was reported that the patient's right ventricular lead presented with high and out of range defibrillation impedance after a device interrogation. The patient was referred to a separate surgeon for lead extraction, no other action had been taken. The patient did not suffer any consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.